Event description:
It was reported that this brady lead was not successfully implanted due to multiple attempts for left bundle capture which made the helix too stressed. Also, this lead was discarded by the physician. A new lead with the same model was implanted. No adverse patient effects were reported.